Event description:
A physician reported that a mantis redux blocker backed-out, loosened, disengaged 1-3 months post-operatively. Revision surgery was performed.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. A review of the device history and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique: the surgeon must warn the patient of the surgical risks and made aware of possible adverse effects. The surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the device. Early mechanical loosening may result from inadequate initial fixation, latent infection, premature loading of the prosthesis or trauma. Due to lack of information, an exact root cause could not be determined but potentially may have occurred due to: improper final tightening of blocker during initial surgery. Blocker not tightened to 12nm. Poor bone quality / patient pathology. Excessive post-op activity by patient. Patient fall/trauma.

Manufacturer narrative:
Device disposed.

Event description:
A physician reported that a mantis redux blocker backed-out, loosened, disengaged 1-3 months . Post-operatively. Revision surgery was performed.